Event description:
The hosp reported that during an endoscopic vein harvesting procedure sometime within the last week, the hemopro tissue welder continued to activate when the hand was not placed on the trigger. The harvester unplugged then replugged the device and used the same device to complete the procedure without further issue. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).